Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return anticipated, but not yet received.

Event description:
It was reported that the foot of the maestro small steering duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the foot of the maestro small steering duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device was unable to be located by the user facility. Therefore, the device will not be returned and no device evaluation will be performed. Device not returned.